Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. She removed and reinserted the battery and received a failed battery test. The drive support cap is recessed. The device was exposed to xray the day before. Blood glucose value was over 300 mg/dl. The customer stated the device was without power and she did not have a new battery to insert. Customer was going to get a new battery and call back to finish troubleshooting.